Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects in the forceps elevator wire and distal end of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 15 years, since the subject device was manufactured. The legal manufacturer requested, that the customer provide a cleaning disinfection and sterilization questionnaire. No response was received. It was not established whether, there were deviations from instructions for use. Based on the results of the investigation, olympus confirmed, foreign material came out of the device, but the type of the material or root cause cannot be identified. Examination of the device found, no damage where foreign material was found. A definitive root cause cannot be determined. The event can be detected and prevented, by following the instructions for use: tjf type 150, operation manual, chapter 3: preparation and inspection; tjf type 150, reprocessing manual, 3.5: manual cleaning. Olympus will continue to monitor field performance for this device.